Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzh2472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by physician that the tip of the catheter does not stay stable during insertion and tends to break. No patient injury reported. On 5/27/2016 ¿ additional information: physician reported that a new kit was used to complete the procedure. The tip of either the catheter or introducer, was not a complete break but was only damaged on the tip. Physician was unsure if it was the introducer or catheter that was damaged and did not have the sample to confirm as they did not have the device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. New event information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.